Manufacturer narrative:
Zoll medical corporation evaluated the electrodes and the electrode pads performed to specification. Visual evaluation showed the pads were stuck to the correct side of the styrene liner. The pads were visually inspected and appeared typical. The electrode pads were scrapped. Review of the provided visual data confirmed reddening/burn on the patient. The burn indicates a tremendous amount on how the patient was burned. The electrodes do not appear as if they were rolled on, and the application resulted in large folds in the gel, generating an air pocket and in turn leading to a higher probability of a patient skin burn. The air trapped in-between the gel and tin is due to the poor application of the electrodes. Poor application led to the burns and visual air pockets in between the gel and tin. The IFU instructs users to remove excess hair and ensure skin is clean and dry under the electrode. Excessive hair and debris/moisture can inhibit good coupling, leading to the possibility of arcing and skin burns. This report has been attributed to poor coupling of the electrode pads to the patient's skin. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), after removing the electrode pads, burns were found on the patient's skin. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently sustained a burn. The customer was unable to provide information on the degree of the burn.